Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped because of poor placement. The patient was not responding to biv pacing therapy and the physician decide to try new lead in lateral position. Should additional information be received, this file will be updated.